Event description:
A customer reported that a system would not boot up and had a footswitch issue before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported ¿boot up issue¿ was replicated. However, the reported ¿the footswitch issue¿ was not replicated. The host module, system backup battery, and sd card reader were all replaced to address the problem. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 24, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the boot-up issue can be attributed to a nonconforming host module, system backup battery, and sd card reader. However, the root cause of the footswitch issue is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).